Event description:
It was reported that during a hepatectomy procedure, the staple was malformed and could not close the bronchus. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.